Event description:
Information was received from a patient. It was reported that their therapy had stopped due to a power on reset (por). The patient stated that they were seeing the por on their recharger and that it was informational. It was unknown of the por was due to an overdischarge event. Troubleshooting steps were performed. The patient was able to successfully clear the por, resolving the issue. It was reviewed that after the patient turned therapy back on, it would resume at the last programmer parameters and that they could adjust if needed. The patient further reported that their implantable neurostimulator (ins) battery was depleted. The patient needed to recharge the ins before being able to turn therapy back on. It was noted that the issue occurred three days prior to the date of this report. Indications for use are spinal pain and multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.